Manufacturer narrative:
(B)(6) has been returned and investigated. Visual inspection was performed and no issues were observed on sensor patch. Data was extracted from returned sensor using approved software. Sensor was found to be in sensor state 1 (initial factory state) with an event log 5 indicating insertion failure. Watermark was not observed at the sensor base indicating the sensor tail was not properly inserted. Therefore, this issue is not confirmed to tail not properly inserted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the abbott diabetes care (adc) device. Customer received a "signal loss" message and was unable to obtain readings. As a result, customer experienced "nausea", "sluggishness", and was unable to self-treat, requiring third-party treatment of "jubin 80 g" sugar solution orally by a healthcare professional (hcp) for a diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.

Event description:
An error message was reported with the abbott diabetes care (adc) device. Customer received a "signal loss" message and was unable to obtain readings. As a result, customer experienced "nausea", "sluggishness", and was unable to self-treat, requiring third-party treatment of "jubin 80 g" sugar solution orally by a healthcare professional (hcp) for a diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. No physical damage observed on sensor patch. Data was extracted from returned sensor using approved software. Sensor was found to be in sensor state 1 (storage state) with an event log 5 indicating insertion failure. Sensor state 1 with a event log 2 is an indication that the user attempted to activate the sensor, however, due to the tail not being properly inserted, the sensor was unable to be activated. This is an intended part of the sensor's system as the sensor will reset itself back to state 1 if it does not recognize a valid insertion. Watermark was not observed at the base of the tail. Therefore, this issue is not confirmed to tail not properly inserted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the abbott diabetes care (adc) device. Customer received a "signal loss" message and was unable to obtain readings. As a result, customer experienced "nausea", "sluggishness", and was unable to self-treat, requiring third-party treatment of "jubin 80 g" sugar solution orally by a healthcare professional (hcp) for a diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The device history records (dhrs) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.